Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she only received training for about 15 minutes and feels that it is not sufficient enough. Customer was not able to complete the infusion set change and was waiting on a tubing camp for the high pressure test. Customer stated that she was in the hospital for an infection not related to diabetes. Customer stated that the trainer did not train her properly. Customer's current blood glucose is 517 mg/dl. Customer treated with the pump and a manual injection. Customer found champagne bubbles in the tubing but was advised that they are fine. Customer stated that she has been changing her sets every day. Customer removed the cannula and it was straight. Customer's settings and programming were reviewed and found to be accurate. Customer was advised to do a complete set change and to call back once they receive the tubing clamp to continue troubleshooting.